Manufacturer narrative:
The device was returned intact and functional; the device weighed 3.3g over specification.

Event description:
Right-side capsular contracture, baker grade 3.

Event description:
Right-side capsular contracture, baker grade 3.

Manufacturer narrative:
The device was returned intact and functional; the device weighed 3.3g over specification.